Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. G4: PMA / 510(k): the device is not cleared or sold in USA medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pre op the nim main unit's electrode check did not clear, so a different product was used and the procedure was completed successfully. There was no indication of alarms. Disconnection was suspected. There was no patient impact.

Manufacturer narrative:
H3: product analysis found that the device was returned in a large plastic bag. There was no damage noted in the construction of the device. However, there were traces of contamination found on the cuff. The continuity check was performed and electrically, the resistance of each lead shall be between 1.7 ohms and 3.7 ohms and actual measurements were, red (2.4 ohms), red with clear tube (2.4 ohms), blue (2.2 ohms), and blue with clear tube (2.6 ohms), all electrodes within specification. Functionally, the device was connected to the nim system while exposed electrode wires were submerged in a saline solution for functional test. The electrode check passed, and there was no excess noise recorded during the functional test. For further analysis, a syringe was used to inject 20cc of air into the cuff, and the cuff inflated/deflated with no signs of issues. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was no out of specification condition that was related to the complaint. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. H6: codes are updated. Previously applied fdm b21, fdr c21, fdc d16 codes no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the emg tube was reused.